Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510k: 510(k): k926214. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the involved radifocus guidewire m was used during a central line placement procedure, and the hydrophilic cord broke. The procedure outcome and patient condition was not reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections d10 and h3, and to provide the completed investigation results. It was initially reported that the actual sample was available for evaluation; however, it was confirmed that the sample was no longer available. The involved device was not returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of the retention sample. Reproductive testing was performed on guidewire sample. The guidewire was inserted into a metal needle and withdrawn from it in the manner of the guidewire sample having contact with the edge of the metal needle. The urethane outer layer was sheared off from the guidewire sample. Magnifying inspection of the sheared section of the urethane outer layer found that its surface was in the smooth state as if it had been cut with a cutting tool. The core wire was found exposed. IFU states: do not manipulate or withdraw the glidewire advantage through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. It is likely actual sample might have been withdrawn through a concurrently used needle in the manner of coming into contact with the edge of the needle, resulting in shearing of the urethane outer layer. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.